Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a cardiac tamponade and cardiac perforation. During a pulsed field ablation (pfa) procedure with a farawave the patient had a cardiac perforation that lead to cardiac tamponade. A pericardiocentesis was performed to drain 400 ml of blood. The patient was kept for observation. No further information was provided.